Event description:
It was reported that while attempting to interrogate the pacemaker, the green colored lights on the ¿wand¿ did not display and there was no telemetry. It was also reported the programmer and radio-frequency head consistently were unable to gain access to telemetry. The programmer head was changed out and successful telemetry for the patient was obtained. Of note, the programmer and radio-frequency (rf) head successfully interrogated devices during demonstrations and the device nurse indicated there were issues at the clinic due to electro-magnetic interference and gaining telemetry access. The programmer and rf head remain in use and a new rf head was ordered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).